Event description:
The hcp reported that the pt developed a small bowel obstruction due to the lead wires being wrapped around the bowel. The pt underwent surgery in 2004 where the lead wires were re-positioned and sutured to the right quadrant. The entire system was left in place and was functioning postoperatively. The pt recovered without further complications.